Event description:
It was reported that the patient presented in clinic and upon interrogation, there were two vf episodes of noise on the ventricular channel. Noise was intermittent and varying in amplitude. Lead measurements were acceptable and stable. Noise was not reproducible with isometrics and positional testing. Lead issue suspected. Physician opted to monitor patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.